Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed the tip take up adjustment out of spec. The fe performed the tip take up adjustment and splld checking procedure.adjustments have returned the instrument to expected operation.